Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). The instrument will be forwarded to advance failure analysis for deeper analysis. Afa confirmed initial fa findings. The instrument passes energy recognition, however, it failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. Review of the provided image was consistent with the complaint. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon needed to clot the uterus while removing both appendices and found that the fenestrated bipolar forceps instrument could not be used. No energy, no power was generated. The procedure was completed with no reported injury.